Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. B5 was corrected. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The event can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that foreign material was found in the air/water cylinder, jet tube and nozzle of the gastrointestinal videoscope. There was no patient involvement.

Event description:
There is a leak from the source of light plug.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.